Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-04947.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
As reported through the japanese tavi case registry: clinical course post tavr: due to hypotension during tavr procedure, hypoxic encephalopathy developed on the day of procedure. The patient has been receiving treatment for cerebral circulation since tavr. Additionally, brain atrophy due to advanced age was observed. Per medical opinion, the hypoxic encephalopathy was related to tavr procedure; however, causal relationship with edwards¿ devices was unknown.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (positioning of the delivery system), patient factors (moderate valvular calcification, decreased hemodynamics) likely contributed to the too ventricular placement of the initial valve with central leak, and the subsequent placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in (B)(6), during a transapical tavr procedure, the certitude delivery system tracked too closely to the left coronary cusp (lcc) and there was difficulty in valve positioning. It was speculated that the difficulty might have been related to the direction of the sheath. The patient became hypotensive during valve positioning, so the 23mm sapien 3 valve was quickly deployed. The valve moved ¿slightly¿ toward the left ventricle and landed there because the distal (aorta) side of the balloon started to expand first. The patient¿s blood pressure did not increase post valve deployment. Aortography revealed a valve position of 40:60 aortic/ventricular (a/v) with central leak. Although the central leak was possibly due to the patient¿s hemodynamics, the decision was made to perform a valve-in-valve procedure to secure the initial valve. Ventricular fibrillation (vf) occurred before the deployment of the second sapien 3 valve and was resolved by electrical defibrillation. Percutaneous cardiopulmonary support (pcps) was then initiated for the continuing hypotension. Post deployment of the second valve, hemodynamics became stable; however, tachycardia, likely due to hyperkalaemia, occurred. The patient recovered with drug administration and electrical defibrillation. The valves remain implanted in the patient. At the time of this report, the patient was doing well. The native annular diameter measured 20.0mm by CT. Moderate valvular calcification and mild aortic root calcification was reported. The diameter of the sinus of valsalva (sov) measured 26.0mm and the diameter of the sinotubular junction (stj) measured 23.0mm.